Manufacturer narrative:
The technician determined the problem to be a faulty emergency trend valve. The emergency trend function still worked. He replaced the emergency trend valve to repair the bed.

Event description:
Information rec'd indicates the head hi/low drifts down slowly.